Event description:
Journal reference: delye, h. Et al. "Thalamic stimulation as a treatment for primary erythromealgia: technical case report." Neurosurgery 2005; 57: ons-404. The journal article discussed the use of bilateral thalamic stimulation on a male pt for erythromealgia for 3 years. Reported events: 3487a lead (n=1)- pt experienced a staphylococcus aureus infection that required flucloxacillin and the replacement of the lead. No add'l info concerning pt symptoms and outcome was provide. Unk neurostimulator (n=1)- the spinal cord stimulation system had to be removed because of a staphylococcus aureus infection from the pt scratching their wounds and leg ulcers.

Manufacturer narrative:
.